Event description:
It was reported that the syringe 10ml saline fill china sp experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: before the product was sealed, dirty marks were found on the top of the tip cap, which was in the plastic material.

Manufacturer narrative:
Investigation summary: four samples were received. One sample came with no packaging flow wrap and the other three samples have the sealed packaging flow wrap. They all have plunger rod-rubber stopper, tip cap, saline solution and barrel label. All have brown stain in the tip cap. The tip caps are also deformed. This happens when they are misplaced on the sterilizer trays. The high sensor was verified and is working properly however, when this happened the sensor may have been mis-adjusted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml saline fill china sp experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: before the product was sealed, dirty marks were found on the top of the tip cap, which was in the plastic material.